Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was also received with a missing end cap sticker. No moisture damage inside the device noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. Blood glucose value was 142 mg/dl. The customer stated the insulin pump was against her skin and was exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.